Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that during a procedure the handpiece overheated when doing phacoemulsification with phaco power at 80 and vacuum at 70. The procedure was completed without replacing the handpiece. There was no harm to the patient. Additional information was requested and received. This is one of two reports been filed for this event. The alcon reference numbers are (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The associated system was manufactured on january 4, 2008. Based on qa assessment, the product met specifications at the time of release. Based upon the information obtained a root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).